Event description:
Bi-lateral sagital split osteotomy in 2005. A week after the surgery it was found that 3 screws have broken post operatively. A revision surgery was performed approx 2 weeks after the original implantation to remove the resorbable screws and replace them with titanium screws.